Event description:
It was reported that poor sensing values were noted. At lead revision, pocket infection was found. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.